Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became nonfunctional and showed lines without a cracked screen, consistent with screen bezel separation leading to a hardware display malfunction; the user reported blood glucose over 400 mg/dl at discovery and transitioned to backup therapy, and no alarms were confirmed. Symptoms included none reported. Outcomes included the need for device replacement and user workaround using backup therapy, with no medical intervention and no hospitalization. Investigation included customer interview and troubleshooting education, verification of return logistics, and arrangement for replacement supplies. Investigation of this device revealed a damaged display assembly consistent with bezel/display failure causing loss of visual output while the device otherwise functioned, aligning with a hardware component failure of the screen/display module. It was concluded, based on previously established findings for similar reports, that the cause was device component failure due to physical impact or mechanical stress.